Manufacturer narrative:
The device was returned to olympus for evaluation. Evaluation determined that the a rubber glue of the device was missing. Both the brush and forceps were used to pass through the insertion tube towards the end, however, it was unable to pass through. In addition, severe dents on the distal end ring near the c-body were found. It was likely that these damages caused the bending section cover glue to break. Damaged to the silver ring was found and caused leak to the c-body of the device. The identified parts were replaced and device was repaired. Once completed, the device was tested and passed all required testing and specifications. As stated on the IFU and as a preventive measure: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Particularly, if an examination is continued using an endoscope with its insertion section damaged, the following event may occur: components of an endoscope fall off inside the patient body. Mucosal damage, bleeding, perforation caused by an exposed metal part from the insertion section.

Event description:
It was reported that during an unknown procedure, the device lens were found not broken however, the tip was found smashed. According to the reporter, they were unable to see the basket and a piece of the tip came off. There was no patient harm or impact reported due to the reported event.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.